Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 123 (mg/dl). No additional patient or event information was available.

Manufacturer narrative:
On 06 february 2023, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience fast battery depletion. The pump history was checked, and it was confirmed that the battery gauge was fluctuating, and the customer received a power source alert on 03 october 2022. The customer reverted to alternate insulin therapy. Medical device report (MDR) code 2885 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.